Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) the device was returned, analyzed and no anomalies found. (B)(4): the proximal segment of the lead was returned, analyzed and no anomalies were found. It was noted that the outer insulation had a cosmetic depression and that visual analysis was performed only. (B)(4): the proximal segment of the lead was returned, analyzed and no anomalies were found. It was noted that the outer insulation had a cosmetic depression and that visual analysis was performed only. (B)(4): the proximal segment of the lead was returned, analyzed and no anomalies were found. It was noted that the outer insulation had a cosmetic depression. Analyst visual comment include: there are four sets of setscrew marks on the is-1 pin. One set of setscrew marks on the is-1 pin is too proximal and three set is in the correct position. It cannot be determined when, but at some time, the lead was not fully inserted into the device.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the leads is in process; the results will be forwarded when available. Evaluation summary (B)(4) no anomalies found.

Event description:
The device system was returned to the manufacturer following the patient's death. The cause of death is cardiopulmonary arrest, atrial fibrillation and chronic arrhythmia.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Additional information received from the hospital indicates the patient was taken to the emergency room with aspiration pneumonia and was admitted to the intensive care unit with right lower lobe infiltrate and congestive heart failure exacerbation. A chest xray and CT scan showed a possible hilar mass with obstructive pneumonia. The patient developed recurrent atrial fibrillation/flutter. The patient continued to worsen and was made do not resuscitate. The patient went into cardiopulmonary arrest and expired. Evaluation summary (B)(4) the device was returned, analyzed and no anomalies found. (B)(4): the proximal segment of the lead was returned, analyzed and no anomalies were found. It was noted that the outer insulation had a cosmetic depression and that visual analysis was performed only. (B)(4): the proximal segment of the lead was returned, analyzed and no anomalies were found. It was noted that the outer insulation had a cosmetic depression and that visual analysis was performed only. (B)(4): the proximal segment of the lead was returned, analyzed and no anomalies were found. It was noted that the outer insulation had a cosmetic depression. Analyst visual comment include: there are four sets of setscrew marks on the is-1 pin. One set of setscrew marks on the is-1 pin is too proximal and three set is in the correct position. It cannot be determined when, but at some time, the lead was not fully inserted into the device.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Event description:
Asku